Manufacturer narrative:
Additional information was received that confirmed no contacts remained inside the patient. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a lead revision procedure the physician explanted the paddle lead because he had torn off one of the contacts. The patient was implanted with a new paddle lead and was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision procedure the physician explanted the paddle lead because he had torn off one of the contacts. The patient was implanted with a new paddle lead and was reportedly doing well following the procedure.